Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's arteries were moderate tortuosity and calcification. It was reported that during advancement without the use of a sheath the stent graft kinked between the nosecone and the delivery system therefore the stent graft was removed from the pt. The physician then inserted a 22fr sheath and the same bifurcated stent graft was advanced and deployed accurately. No sequelae were reported and the pt is reported to be fine.